Event description:
A medtronic representative reported that during an axiem shunt case, the em stylet was not performing to the surgeon's expectations. He felt the system was inaccurate, partially due to a poor registration, but he felt the instrument was not "user-friendly" due to not being rigid enough. He will be rescheduling surgery for tomorrow and would like to use the pci probe and optical tracking. The patient returned for revision surgery. The surgeon was able to hit the ventricle after a few attempts. The patient was reported to have small ventricles. The pci probe was used for the revision surgery. No negative impact to the patient was reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.